Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that during a case, "optical tracking issues with camera" were reported. System was swapped out and no other issues were reported. Navigation was aborted, but the procedure was still completed. There was a patient present.

Manufacturer narrative:
H2) correction: the initial regulatory report (report #: 1723170-2026-00478) submitted for this event on 2026-03-25 contained an error in section b5. "Navigation was aborted and the procedure was continued with an alternative system." Was submitted when, "navigation was aborted, but the procedure was still completed." Should have been submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the procedure was completed using a different navigation system.

Manufacturer narrative:
H2) please see section b5 for the additional information and section a1-3a for the patient demographics. Please see the additional codes section for new annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure was an adolescent idiopathic scoliosis and the issue occurred intra-operatively. No known impact to patient outcome. There was a five minute surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h3, h6: a manufacturer representative went to the site to test the equipment. In summary, the system checkout passed and the system was functioning as intended. No hardware replaced. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that during a case, "optical tracking issues with camera" were reported. System was swapped out and no other issues were reported. Navigation was aborted and the procedure was continued with an alternative system. There was a patient present.